Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of dopamine the dose was increased but the patient¿s blood pressure did not increase as expected. The infusion sets were evaluated; lipids were found to have backed up into the dopamine tubing and fluid was leaking from the syringe. There was no report of long term patient effect.